Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
It was reported everything was removed 3 days after the pump was put in. The patient ended up getting sick and was getting meningitis so the pump and catheter were removed. It was stated that the situation had resolved. The pump was infusing baclofen (unknown). A follow-up report will be submitted if more information becomes available.